Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds at 1.9v and low sensing at 3.5mv. The physician plans to follow up with the patient by latitude. This rv lead remains in service. No adverse patient effects were reported.